Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a unidentified malfunction alarm occurred. Customer "ignored" the alarm and pump battery depleted due repeated alarms. Upon turning pump back on, malfunction had cleared. Insulin delivery was resumed. Customer¿s blood glucose level was 130 mg/dl.